Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she had diabetic ketoacidosis and had symptoms such as vomiting. The customer stated that ketones were present. The customer stated that when she went to the hospital, she found out that the cannula was bent. The customer was advised to monitor the problem and call back if the issues occur.